Event description:
This device was implanted on (B)(6) 2004 and remains implanted at this time. This is noted due to out of range low shock impedance. Clinician reported that noise was also reported on the lead. The patient will be scheduled for lead revision. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).